Event description:
It was reported the electric cord emitted sparks.

Manufacturer narrative:
It was reported the electric cord had emitted sparks. Our inspection of the unit revealed that the cord had been cut by an external source and taped together by the user. Our testing determined that the unit performed properly and had been altered by the user after some type of misuse occurred. We concluded that this report was attributable to misuse on the part of the consumer.